Event description:
The account stated that architect c8000 analyzer generated calcium results of <2 mg/dl on 5 patients. The samples were repeated and were in the normal range. No further information or specific patient data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.